Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2007, after the patient was sedated they underwent normal prepping and draping. A local anesthetic was injected and a needle was placed in the right superior vena cava and an unspecified guide wire was advanced via fluoroscopy just below the l1 and l2 level. Sequential dilators were advanced over the guide wire and were then removed. An introducer kit was advanced over the guide wire and a heparinized flush was performed. A vena cavagram showed a location about 2cm away from the right renal vein. The filter was placed in a good position at the l2 level. There was no filter migration. The patient tolerated the procedure well, blood loss was estimated to be minimal, and one suture was placed in the right neck region. There were no complications and an kidney, ureter, and bladder (kub) x-ray was order post op. On (B)(6) 2010 the patient presented with right leg swelling with a history of deep vein thrombosis (dvt). They underwent an ultrasound of the right venous lower extremity which revealed partial thrombosis of the right greater saphenous vein which appeared to be chronic based on appearance from 2007. On (B)(6) 2016, a 10mm unspecified balloon catheter was advanced over the guide wire, which was then introduced across the ivc filter. The balloon was inflated to 10atm. This was also attempted on the opposite side via the left common vein; however, the unspecified balloon ruptured. A 18x60mm wallstent was advanced across the ivc filter, deployed and post ¿dilated with a 18mm non-complaint balloon catheter. A 9x40mm epic stent was placed in an overlapping fashion into the right common iliac vein and an 8x60mm epic stent was placed in the left common iliac vein. These stents were dilated in a kissing balloon fashion using a 9mm and 8mm balloon catheter. Subsequent angiography revealed excellent flow from the iliac veins bilaterally into the ivc and the stent was noted to be below the level of the renal vein. There was no evidence of any perforation or extravasation of the dye. Eight days later the patient was discharged to an assisted living facility and remained on plavix and apixaban. On (B)(6) 2016 the patient underwent an abdominal/pelvis CT without contrast due to proximal muscle weakness. This showed that there had been placement of a vascular stent within the ivc filter which peripherally displaces the patient's previously placed ivc filter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported a migration and thrombosis occurred post procedure. In (B)(6) 2007, the patient underwent a surgical procedure to implant this 12fr greenfield¿ for treatment of deep vein thrombosis (dvt). The greenfield was deposited into the jugular internal vein without complication, and the greenfield filter was placed at the l2 level of the vena cava vein. The patient was treated post-operative. Four days post implant, the physician observed that the greenfield filter was in the umbrella position, and noted at the l3-4 level it had migrated from the l2 level where the filter was originally implanted. Nine days later, the patient was diagnosed with extensive lower-extremity deep venous thrombosis extending into the iliac vein. The patient¿s condition had not improved or controlled by the implantation of the greenfield filter. In (B)(6), the patient underwent a computed tomography (CT) scans of his abdominal cavity. All three CT scans observed the presence of the greenfield ivc filter with inflammation surrounding the device. In (B)(6) 2010, the patient was treated for symptoms of leg swelling due to dvt in the right greater saphenous vein. The patient¿s symptoms were caused by a blockage in the vein, which was almost entirely occluded. In (B)(6) 2016, the patient underwent a surgical procedure to revise the greenfield filter. The physician had diagnosed a number of collaterals and clots burdening the common iliac vein. There was no blood flow to the ivc below the renal vein, causing a condition that was life threatening to the patient and required immediate surgical intervention. During surgery, the medical team re-entered through the occluded ivc, which took multiple attempts before 2 non-bsc catheters could be placed. The revision surgery took approximately 150 minutes and was noted by the physician to be extremely complex, requiring multiple maneuvers, multiple catheters and multiple wires to puncture the clot caused by the greenfield filter. The following day the patient underwent a second revision surgery after an overnight stay. The physician performed angioplasty with subsequent stenting of the inferior vena cava and common iliac veins that had been occluded as a result of the greenfield filter blockage. Physician introduced an unspecified 18mm balloon and wallstent to clear the blood flow into patient¿s vein. In (B)(6) 2016, the patient was treated for ventricular enlargement. After radiology imaging, the physician diagnosed this condition as chronic microvascular ischemia. Two days later the patient underwent a portable chest diagnostic imaging test. When compared to the prior exam, there was notable worsening of the right pleural effusion and right basilar airspace disease. These conditions were aggravated by complications and occlusions caused by the greenfield ivc filter. The patient still has the greenfield ivc filter implanted in their body.